Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. It was noted that the devices are not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report. Cat no. 614612s locking screw variax full thread, lot code j50109; cat no. 614818s bone screw variax full thread, lot code j45718; cat no. 614826s bone screw variax full thread, lot code f28243; cat no. 614512s locking screw variax full thread, lot code j27364; cat no. 614620s locking screw variax full thread, lot code j46615; cat no. 614514s locking screw variax full thread, lot code j44950; cat no. 614546s locking screw variax full thread, lot code f35912. Device will not be returned.

Event description:
On (B)(6) 2016, variax elbow surgery was performed. After surgery, the arm of the patient has been fixed due to dementia. One week after the surgery, the dislocation of the proximal fragment was found.

Manufacturer narrative:
The reported event that a olecranon plate variax for left ulna 4 hole / l89mm was alleged of issue s-41 (poor fixation) could be confirmed thanks to the provided x-rays. Based on investigation, the root cause was attributed to a user related issue. The failure was caused by an incorrect post-operative care. According to our clinical expert, surgery was done correctly, but it has to be considered that the forces applied by the triceps tendon are extremely high (> 500 n). Loss of fixation is predictable in case the triceps forces are not eliminated (or at least limited) by adequate immobilization (e.g. With a brace). In such cases, he advises immobilization with a brace for at least 3 weeks starting with careful passive mobilization of the elbow joint assisted by a physiotherapist after one week. Moreover, it cannot be excluded that the patient has not been compliant, given her reported mental disorder. The operative technique (vax-st-11 en rev 2 variax elbow op tech) was reviewed and the following applicable warnings have been identified: ''contraindications the physician¿s education, training and professional judgment must be relied upon to choose the most appropriate device and treatment. The following contraindications may be of a relative or absolute nature, and must be taken into account by the attending surgeon: any mental or neuromuscular disorder which would create an unacceptable risk of fixation failure or complications in postoperative care'' the instruction for use (v15052 rev c non-active implant IFU) was reviewed and the following applicable warnings have been identified: ''these devices are intended only to assist healing and are not intended to replace normal bone structures. No fracture fixation device that is subject to material fatigue can be expected to withstand activity levels in the same way as would a normal healthy bone. The fracture fixation system, therefore, will not be as strong, reliable or durable as a normal human bone. Ensure that you are familiar with the intended uses, indications/contraindications, compatibility and correct handling of the implant, which are described in the operative technique manual for the product system. For your information, avail yourself of the training courses and publications offered. Contraindications: the physician¿s education, training and professional judgement must be relied upon to choose the most appropriate device and treatment. Conditions presenting an increased risk of failure include: any mental or neuromuscular disorder which would create an unacceptable risk of fixation failure or complications in postoperative care. Post-operative post-operative patient activity: these implants are neither intended to carry the full load of the patient acutely, nor intended to carry a significant portion of the load for extended periods of time. For this reason post-operative instructions and warnings to patients are extremely important. External immobilization (e.g. Bracing or casting) may be employed until x-rays or other procedures confirm adequate bone consolidation. The risk of post-operative complication (e.g. Failure of an implant) is higher if patients are obese and/or cannot follow the recommendations of the physician because of any mental or neuromuscular disorder. For this reason those patients must have additional post-operative follow-up. Informing the patient the implantation affects the patient¿s ability to carry loads and her/his mobility and general living circumstances. For this reason, each patient needs individual instructions on correct behavior after the implantation. Surgeon must warn patient that the device cannot and does not replicate a normal healthy bone, that the device can break or become damaged as a result of strenuous activity or trauma, and that the device has a finite expected service life and may need to be removed at some time in the future. A review of the labeling did not indicate any abnormalities. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
On (B)(6) 2016, variax elbow surgery was performed. After surgery, the arm of the patient has been fixed due to dementia. One (1) week after the surgery, the dislocation of the proximal fragment was found.